Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer dependent patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited noise. Further review revealed that there was myopotential oversensing. On (B)(6) 2018, the patient presented in clinic for follow-up and the device was reprogrammed. Patient was asymptomatic.